Manufacturer narrative:
Section a4, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in patient's right eye. The patient experienced a significant loss of vision in the right eye following surgery and reported almost blind in that eye. Post-surgery, the patient complained of seeing shadows and has faced severe pain and super dry eyes. The patient was told to use eye drops and apply an ointment for pain and it helped a little bit. Despite complaints regarding vision impairment and ongoing pain with the surgeon, no follow-up has occurred from the treating physician. This condition has severely impacted the patient¿s ability to perform daily activities, but did not specify what activity was impacted. No further information was received.